Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(4)2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and uterine prolapse ("uterine prolapse"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(4)2009. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and uterine prolapse outcome was unknown. The reporter considered dyspareunia, menorrhagia, pelvic pain, uterine prolapse and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(4)2018: plaintiff fact sheet- all relevant medical history, concurrent condition were added. Events device monitoring procedure not performed, uterine prolapse, dyspareunia, menorrhagia and vaginal haemorrhage were added.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") and uterine prolapse ("uterine prolapse") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine prolapse (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (total abdominal hysterectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain was resolving and the uterine prolapse, vaginal haemorrhage, menorrhagia, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, pelvic pain, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: proper placement of essure was seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-aug-2018: plaintiff fact sheet received, event added : depression and mental anguish. Events onset date added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and uterine prolapse ("uterine prolapse"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dyspareunia and uterine prolapse outcome was unknown. The reporter considered dyspareunia, menorrhagia, pelvic pain, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: proper placement of essure was seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-may-2018: pfs received,event outcome for event pelvic pain updated from unknown to recovering/resolving. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for female sterilization. In (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (partial hysterectomy). Essure was withdrawn. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment this spontaneous case report refers to a plaintiff who had essure inserted and experienced severe pelvic pain. She underwent a partial hysterectomy about three months after insertion. Pelvic pain is anticipated in essure's reference safety information. Pelvic pain may occur within consumers under essure use. Based on a positive temporal relationship and the lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident due to the surgical procedure required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') and uterine prolapse ('uterine prolapse') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine prolapse (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("gen abnormal bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), autoimmune disorder ("autoimmune disorder") and post procedural complication ("post removal complications"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and total abdominal hysterectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, genital haemorrhage, abdominal pain, dysmenorrhoea and autoimmune disorder had resolved and the uterine prolapse, vaginal haemorrhage, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: proper placement of essure was seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: new events added- autoimmune disorder, dysmenorrhoea, abdominal pain, genital haemorrhage and post procedural complication. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc (ptc global number (B)(4)) company causality comment: this spontaneous case report refers to a plaintiff who had essure inserted and experienced severe pelvic pain. She underwent a partial hysterectomy about three months after insertion. Pelvic pain is anticipated in essure's reference safety information. Pelvic pain may occur within consumers under essure use. Based on a positive temporal relationship and the lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident due to the surgical procedure required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.